Event description:
A patient reporte dblood glucose results of "343 and 118 mg/dl" with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.